Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that a diagnostic anomaly resulting in missing battery diagnostic data was observed on the device. The device is anticipated to be explanted and replaced, but no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of longevity anomalies and incorrect measurement was not confirmed. The device was received with normal output and normal telemetry communication. The device was interrogated with a merlin programmers and the battery voltage was still at normal range of operation. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. The device was implanted for more than 10 years which exceeds its projected longevity and is consistent with normal battery depletion.